Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where the sterility of the device was compromised. During the procedure, while attempting to open the catheter packaging, it was found that the box had a crushed edge, breaking the sterile seal. The catheter was replaced with another, and the case continued without patient consequence. The device in the compromised box was not used on the patient. Returned product evaluation: the device was visually inspected and it was found in good conditions, however, the packaging was not returned, for this reason, the failure analysis could not be performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the catheter device for evaluation on 03/26/2018, however, the packaging was not returned. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where the sterility of the device was compromised. During the procedure, while attempting to open the catheter packaging, it was found that the box had a crushed edge, breaking the sterile seal. The catheter was replaced with another, and the case continued without patient consequence. The device in the compromised box was not used on the patient.